Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported medication could not be injected through the catheter. The customer returned one epidural catheter, one snaplock adapter, one flat filter, one 25ml injection syringe, and one 10ml injection syringe (reference files (B)(4)). The returned injection syringes are not components contained in the reported product code. The returned components were visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed that the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned flat filter revealed that the filter appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears typical but used. Biological material can be seen between the catheter coils and adhesive residue is present on the catheter body exterior. No other defects or anomalies were observed. A functional flow test was performed using the returned catheter and snaplock with the lab leak other remarks: tester (c05176). The returned catheter was inserted into the snaplock adapter until it bottomed out. The snaplock adapter was connected to the lab leak tester and the pressure was increased to 10 psi. Water could be seen immediately exiting the distal end of the catheter. No blockages were found. A corrective action is not required at this time as there were no functional issues found with the returned sample. The reported complaint of medication not injecting through the catheter could not be confirmed based on the sample received. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The returned components passed a functional flow test. There were no functional issues found with the returned sample.

Event description:
Alleged event: a flashing test was performed prior to insertion of the catheter and no problem was confirmed at that time. However, after placement of the catheter, the medical agent could not be injected through the inserted catheter so the catheter was replaced by a new one. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: a flashing test was performed prior to insertion of the catheter and no problem was confirmed at that time. However, after placement of the catheter, the medical agent could not be injected through the inserted catheter so the catheter was replaced by a new one. The patient's condition was reported as fine.